Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition functional testing showed that the pump alarmed system fault with no error code. The investigation determined that a faulty drive rod assembly was the cause of the reported issue. The drive rod assembly was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump alarmed system fault. It was reported that there was no patient involvement, the issue was found during routine testing. No adverse effects were reported.